Manufacturer narrative:
Cmp-(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a tibial intramedullary nail procedure, the surgeon used a ratcheting handle to insert the screw and the handle came apart. The patient did not retain any foreign bodies and no adverse events were reported as a result of this malfunction. Attempts have been made to retrieve additional information, but no further information is available at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The device has a detachment of the distal end of the handle pieces. The spring, end piece, washer, and bearings have all disassembled from the handle. Dimensional analysis cannot be performed with the product being in multiple pieces. The handle itself still ratches when moved into the forward and reverse positions. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Handle came apart - modular handle ratcheting.

Manufacturer narrative:
(B)(4). It was identified the device for this event was not received by zimmer biomet for evaluation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Manufacturer narrative:
This supplemental report is being filed to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The product was returned and photos were taken. The photos show a detachment of the distal end of the handle pieces. The spring, end piece, washer, and bearings have all disassembled from the handle. Dimensional analysis cannot be performed with the product being in multiple pieces. The handle itself still ratchets when moved into the forward and reverse positions. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.